Event description:
It was reported the customer had a reservoir leak. Customer was unable to locate where the leak was coming from. The customer's blood glucose was unknown. The customer also reported their introducer needle had fallen off prior to the inserting their infusion set. The customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.